Event description:
It was reported that the ilet user experienced difficulty performing a full supply change with inset 23" 6 mm infusion sets and inadvertently disassembled the applicator prior to insertion, leading to incorrect infusion set deployment and the need for guidance to resume insulin delivery. No reported adverse clinical effects and blood glucose remained unaffected. Outcomes included successful troubleshooting and education, resumption of insulin delivery, and a goodwill replacement order. Investigation included customer interview and troubleshooting steps conducted by support. Investigation of this case revealed user handling error related to infusion set deployment, with no device alerts or malfunctions reported. It was concluded, based on previously established findings for similar reports, that user error during setup was the likely cause.